Event description:
It was reported that the patient's ipg would not connect to the patient 's programmer or the clinician's programmer. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. In an update, it was reported on 24 apr 2023, the ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.